Manufacturer narrative:
B3: unknown. One device was returned for repair in used condition. This device has not been serviced in the past. Unable to log in, due to alarm was sounding off constantly. Customer's reported, problem was duplicated. Upon turning on the pump, alarm was constantly sounding off with error code 41541. The cause was from inoperable latch lock optic flex sensor. Replaced the latch lock optic flex sensor to bring the pump into full functionality. Device passed all functional tests after repair.

Event description:
It was reported, that device has error code 4151. There was no patient involvement.